Event description:
During right shoulder surgery a burn resulted in the area where the surgeon cautery pad was placed. The cautery wand was a monopolar ablation probe 3.5 mm with suction integrated cable and the cautery pad was a thermoguard plus abc. Argon cautery pad was applied to pt's abdomen for use of oratec cautery wand. Pad placed on abdomen on same side of wound after ptpositioned for surgery. Cautery pad maintained complete skin contact. Noted upon removal of argon pad - the skin around gel center of pad erythemic with open area reaction of skin was only under the adhesive edge of pad - not gel center. 4x4 cm area that is erythemous with a 1.5 cm blister over the right corner of the area.